Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device, an aortic extension and 16mm limb extension model. A computed tomography scan performed on (B)(6) 2012 revealed type I endoleak. On (B)(6) 2012, the patient was treated with a 16mm limb extension model in the right iliac artery to correct the type I endoleak. Patient's condition is satisfactory post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Initial date received by manufacturer was not provided. It should be (B)(4) 2012. Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn. Device not returned actual device will not be evaluated.